Event description:
A doctor alleged that four (4) patients experienced the debonding of crowns after placement with maxcem elite. This is the third of four (4) reports.

Manufacturer narrative:
Details surrounding the incident and patient specifics with regard to age and gender were not provided by the doctor. To date, the patient is doing fine; the doctor re-cemented the crown with a different product, without further incident. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.